Event description:
Boston scientific crm received information that from a medical person that this patient was in the hospital and an electrocardiogram (EKG) showed an atrial pacing spike following by a long pause (400 ms), then an intrinisic r-wave. The caller stated something was wrong with the pacemaker and sent the patient to the cardiology clinic to be seen. Ventricular capture was 0.8v at 0.5ms and today at 1.6v at 0.5ms showing apvp, but seeing a fusion beat with no long pauses. Technical services suspects loss of capture and fusion. The outputs were increased. No adverse patient effects were reported, however the patient did mention she wasn't feeling well. All other measurements were normal.

Manufacturer narrative:
The lead remains in service. Should additional information become available, this event would be updated.